Event description:
It was reported by the customer that a bd pyxis¿ medbank tower had a user was unable to issue correct qty amount. The customer stated that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to issue the correct quantity number of medications. The technical support specialist (tss) remotely dialed into the station and advised the user to manually add the item to adjust the requested quantity. The customer confirmed that user would contact the pharmacist to request a profile quantity of 1. The system functioned as intended after the technical support specialist inspected the device.